Manufacturer narrative:
Additional devices listed in this report: cat #6260-9-140, lot #mhm8lr, description: v40 cocr lfit head 40mm/+0. Cat #2030-6545, lot #mjk3pe description: cancellous bone screw 6.5mm. Cat #2030-6535, lot #mjt32t, description: cancellous bone screw 6.5mm. Cat #542-11-58g, lot #36754701, description: trident psl ha cluster 58mm. Cat #623-00-40g, lot #mhkr96, description: trident 0 deg insert 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery. In (B)(6) 2013, the letter indicated that the patient began to suffer bilateral hip pain and on (B)(6) 2013, an x-ray of the pelvis revealed a lucent line on the lateral adjacent to the lesser which suggests loosening and a crack in the proximal cement in the lateral x-ray. The patient had a further x-ray on (B)(6) 2013 which confirmed the femoral stem had broken about half the way down the stem with the cement mantle into varus. The cement mantle was fractured at the level of the stem fracture and the proximal part of the stem was loose. The patient later required revision of the left femoral component through extended trochanteric osteotomy. Revision was undertaken on (B)(6) 2013. The patient is seeking general damages for pain, suffering and loss of amenity.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery. In (B)(6) 2013, the letter indicated that the patient began to suffer bilateral hip pain and on (B)(6) 2013, an x-ray of the pelvis revealed a lucent line on the lateral adjacent to the lesser which suggests loosening and a crack in the proximal cement in the lateral x-ray. The patient had a further x-ray on (B)(6) 2013 which confirmed the femoral stem had broken about half the way down the stem with the cement mantle into varus. The cement mantle was fractured at the level of the stem fracture and the proximal part of the stem was loose. The patient later required revision of the left femoral component through extended trochanteric osteotomy. Revision was undertaken on (B)(6) 2013. The patient is seeking general damages for pain, suffering and loss of amenity.